Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken objective lens a root cause for the moisture under the objective lens could not be identified because the problem was not confirmed. The probable cause of the broken lens was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had moisture under the objective lens. The issue was identified during reprocessing. There were no reports of patient involvement.